Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Part: 206.018s, lot: 82p4470, manufacturing site: (B)(4), release to warehouse date: january 13, 2021, expiry date: january 1, 2031. A manufacturing record evaluation was performed for the finished good lot and no non-conformances were identified. A manufacturing record evaluation was performed for the finished good lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient experienced an infection after receiving the lcp sterile tube plate. This report involves one (1) 4.0mm cancellous bone screw fully threaded/18mm . This is report 4 of 9 for (B)(4).